Event description:
Information received by medtronic indicated that the insulin pump had received a hardware low level failure error alarm during self test. Customer was able to clear the alarm but did not receive request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.